Event description:
Information was received indicating that upon opening the smiths medical level 1 trauma fast flow system it was noted that it was missing the accessory pack. No adverse effects were reported.